Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data showed a weekly pace lead impedance trend data shows varying impedance and an abrupt decrease for min and max min and max rv pace 576 to 164 ohms min between (B)(6) 2011 and (B)(6) 2011 and a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011.

Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low and varying impedances, as well as an increase in threshold. The status of the lead is unknown. No patient complications were reported as a result of this event.